Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. On (B)(4) 2010, a field service engineer inspected the da vinci s surgical system and found the system to have no issue. On (B)(4) 2010, (B)(4) stated that the patient underwent an x-ray and no foreign material was detected. If the instrument is returned or if further information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci s prostatectomy procedure, the maryland bipolar instrument tip became detached from the shaft and could not be removed through the cannula accessory. With the assistance of a technical support engineer (tse), the site disengaged the sterile adapter from the patient side manipulator (psm) arm and removed the instrument with the cannula attached. A larger port incision was made to the patient to allow the cannula and instrument to be removed. After the maryland bipolar instrument was removed, the surgical staff found that wires had fallen into the patient. The affected area was irrigated and suctioned to remove the fragments. The site replaced the psm drape, sterile adapter and instrument and completed the planned procedure. No adverse outcome was reported.